Event description:
Procedure: splenectomy. Pt sex: unk. Reportedly, the device was applied to the splenic artery and fired properly, but could not be opened properly to remove the device. There was no bleeding or tissue damage. The vessel was ligated with a suture on both sides of the stapler and then cut off of the tissue. Current pt status is good.